Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that on the morning of (B) (6) 2010, he obtained blood glucose reading of "82 mg/dl" with the subject meter. The cca noted that the pt manages his diabetes with insulin (no adjustments); however, it is not known if the pt administered insulin after obtaining the alleged inaccurate result. The pt claimed that at an unspecified time, after obtaining the alleged inaccurate result, he developed symptoms of feeling shaky, lightheaded and dizzy. The pt reported that within 30 mins of testing with the subject meter, his blood glucose was tested with an emergency medical service meter and obtained a result of "20 mg/dl." The pt reported that he was treated with a glucagon injection by emergency service personnel. At the time of troubleshooting, the cca discovered that the pt was using expired test strips. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.